Manufacturer narrative:
Omsc evaluated the subject ltf-s190-5 and found the following. The endoscopic image of the subject ltf-s190-5 is not visible. Omsc checked the device history record of the subject ltf-s190-5 and confirmed that there was no irregularity found. Omsc took the subject ltf-s190-5 apart. Omsc checked the wiring inside the video connector and solder condition, there was no abnormality. The exact cause of this reported event could not be conclusively determined, however there is possibility that this phenomenon is attributed to the electrostatic breakdown. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject ltf-s190-5 was not returned to olympus medical systems corp. (Omsc) yet. Omsc will investigate the subject ltf-s190-5 to identify the root cause of this failure phenomenon upon receive of it. The exact cause of the reported event could not be conclusively determined at this time. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During an unspecified procedure with the ltf-s190-5, the endoscopic image became pitch-dark so it was not visible. The user replaced the subject ltf-s190-5 to another unspecified device and completed the procedure. There was no report of the patient's injury regarding this event.